Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. The therapy available for this episode was exhausted. Boston scientific technical services (ts) recommended that patient be further evaluated. This device remains in service. No additional adverse patient effects were reported.